Event description:
We received a report from a consumer who participated in a clinical study where intraocular lenses implanted bilaterally. The patient''s right eye was implanted on (B)(6) 2012. He complains that he is unhappy with his vision because he experiences glare and has difficulty with distance vision. He notices a vertical cloudy line in both eyes and has difficulty reading text on the television. A yag procedure was performed on the right eye (B)(6), 2013.(B)(4).a separate report is filed for the left eye.

Manufacturer narrative:
Corrected data: verbiage indicates ''the patient's right eye'', which is not correct. The correct verbiage is: the patient's left eye was implanted on (B)(6) 2012. A yag procedure was performed on the left eye (B)(6) 2013. Emdr follow up report #1 date: 08/01/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: date of the report: correction to year: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Expiration date: 10/25/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Reason for non-evaluation; the intraocular lens remains implanted.all pertinent information available to the manufacturer has been submitted. Placeholder.